Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, broken battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 194 mg/dl. The customer stated that he has a battery out limit and had issues with uploading to carelink on ipro. The customer stated that the battery out limit occurred during the middle of the night. The customer stated that the alarm did not occur with first battery installation after customer received the pump. The customer stated that he did receive multiple battery out limits. The customer declined to troubleshoot for the no delivery alarm. The customer was advised to monitor the pump.